Event description:
A facility reported an expired bactiseal catheter (ID (B)(4) was placed after the expiration date on may 31, 2024. The expiration date was checked prior to placement and the physician decided to proceed. The device is still on the patient and has not been removed. The patient did not experience any signs or symptoms due to the expired device. According to information provided, the purchase date of the device is unknown.

Manufacturer narrative:
The bactiseal catheter (ID (B)(4) was not returned for evaluation as the product was implanted; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause for the reported issue is due to the physician choosing to implant the device even after checking the expiry date prior to implantation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.